Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as moderate calcification and severe tortuosity in the iliac limbs. The stent grafts were implanted however, when the stiff guide wire was removed the contralateral iliac limb and the bell bottom aortic cuff separated (MFR report # 2953200-2011-01036) with 2 cm of overlap, resulting in a type iii endoleak. The physician then implanted two more devices (MFR report# 2953200-2011-01038, 01039) with 2 cm of overlap and again when the wire was pulled out there was stent graft separation with a type iii endoleak present. The physician implanted/relined the stent grafts again with two (B)(4) with 3 cm of overlap and the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, severely tortuous iliac limbs. Conclusions: severely tortuous iliac limbs.